Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va00dvr, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care professional (hcp) via the manufacturers' representative (rep) reported that the patient had a lack of efficacy and stimulation near the implantable pulse generator (ipg). The doctor decided to remove the lead and ipg and replace them both. Before the removal, they ran impedance testing and all combinations using electrode 1 showed empennage greater than 4000 ohms. The devices were replaced and the issue was resolved at the time of report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was not required. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). The implantable neurostimulator (s/n (B)(4)) was analyzed and there was no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.